Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, the data from the date of the complaint had been overwritten due to pump reboots observed in the black box. The battery compartment was found to be cracked. There were no power interruptions during investigation. The ¿intermittent power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.